Event description:
The patient reported that their right ventricular (rv) lead and right atrial (ra) lead have disconnected from their implantable pulse generator (ipg). The ipg system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.